Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) evaluated the instrument and determined that there was an obstruction in the tubing #180. The fse replaced the tubing #180 which resolved the issue. The system functioned properly without any errors or leaking issues. (B)(4).

Event description:
The customer reported to beckman coulter (bec) that while unloading the racks on the unicel dxc 800 pro synchron system, liquid was discovered on all ten (10) racks. Upon observation, the liquid was determined to come from the cap piercer area and the shuttle path. The operator wore personal protective equipment. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.